Event description:
It was reported that a user of the ilet bionic pancreas called with an elevated blood glucose of 252 mg/dl approximately six hours after a supply change, felt well, and completed troubleshooting and education with no device alerts or alarms reported. Symptoms included hyperglycemia without associated systemic symptoms. Outcomes included no medical intervention, no hospitalization, and no long-term impact reported. Investigation included user-led troubleshooting and education to review use and confirm absence of alarms. Investigation of this case revealed no device malfunction or component issue reported and no evidence of an infusion or sensor problem based on the call details. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined from the available information.